Manufacturer narrative:
If additional information becomes available, then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-01904, 01905, 01906, 01907, 01909, 01910, 01911 and 01912.

Event description:
The triathlon express cutting blocks were sent loose in a tray to the hospital as there is no identified spot for them in the instrument tray. They were sterilized in a green plastic tray, however, the spikes on the cutting blocks pierced through the drape wrapping making the tray and instruments unsterile and causing the case to be cancelled. This was identified while unwrapping/opening the instruments set in theatre.